Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) result. A siemens technical applications specialist (tas) was dispatched to the customer site. The tas reviewed the patient data and explained to the customer that since sodium was 141 mmol/l and chloride was 104 mmol/l, any co2_c result greater than 37 would calculate a negative anion gap and should have been questioned. The customer understood this observation and will reinforce this with their staff. The tas specialist verified that the software set up and contamination settings were up to date. The tas performed precision testing and reviewed the patient data and the event log and observed that an emergency stop had occurred. The customer had not performed shutdown wash. The tas explained to the customer that if an emergency stop is pressed a shutdown wash must be performed in order to verify that the system is completely clean and operational prior to running any samples. The tas performed a precision run for co2_c, which was acceptable. The tas checked all the fluidics to make sure that there were no overflows and correct cleaning was occurring. The cause of the discordant carbon dioxide concentrated (co2_c) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide concentrated (co2_c ) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant carbon dioxide concentrated (co2_c ) result.